Event description:
It was reported that on (B)(6) 2026, a 14f amplatzer amulet delivery sheath was chosen for a left atrial appendage (laa) closure. During procedure, while catheter insertion onto a guide wire at the puncture site (right femoral vein) the distal tip was damaged. A new 12f amplatzer amulet delivery sheath was chosen and completed the procedure. The patient was reported stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.